Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler did not fire and the surgeon was not able to press the green button. There was no patient involvement.